Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the programmer shutting down at times, the programmer powered on as required with and without the battery, using the provided power supply/cord, the battery charges inside the programmer and all health indicator light-emitting diodes were lit, the programmer functions as required while being powered by battery only, however the power supply was replaced as a preventive measure. The programmer passed all functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would just shut down at times with the battery in, so the battery has to be out but it continued to shut down. The programmer was returned for service. There was no patient involvement.